Event description:
The biomed at the customer site reported a "speaker malfunction" inop was displayed on the intellivue x3 and sound was intermittently lost. The device was in use on a patient. There was no report of patient or user harm.